Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08755 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 410 mg/dl. The customer's current blood glucose was 402 mg/dl, 238 mg/dl. The customer did experienced the symptoms such as nausea, abdominal pain. The customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears flush. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did allege insulin pump was under delivering. The insulin pump will not be returned for analysis.